Event description:
The patient was implanted and had been doing well. He had dental surgery/dental procedure on (B)(6) 2011. The patient was admitted to the emergency room (B)(6) because he was not feeling well and got progressively worse. The health care professional determined that the patient had an infection. The patient became septic and the device was explanted. Additional information has been requested. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).